Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the master tool manipulator left (mtml) grip was broken, making it impossible to use the surgeon side console (ssc). To resolve the problem, the customer swapped the system, as the client has two systems. The procedure proceeded normally using the other system. The procedure was aborted to another dv system and completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure within the mtm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.